Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7074467.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.